Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The infusion from 2023-11-07 was investigated. A space line was inserted and the first infusion started with a rate of 38ml/h over 30 minutes. The time was expired and a second infusion started with a rate of 238ml/h over 25 minutes. During this infusion, the pressure alarm occurred four times. The reason for the alarm could not be clarified. A third infusion with a rate of 338ml/h was started. A too few drops alarm occurred one times and the pressure alarm occurred, four times. The reason for the alarms could not be clarified. The infusion was stopped and the line was extracted. At this time, 481,32 ml was infused. The volume is due to the fact that no new therapy was selected between treatments. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage were found. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. The drop sensor was checked according to the technical safety check. The drop sensor occurred the flow alarm and the no drops alarm. No malfunction could be detected. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,48 bar (should be: 0,1-0,7 bar), pressure stage 9: is: 1,15 bar (should be: 0,8-1,4 bar), the mechanical pressure cut-off was checked: pmax: is: 2,04 bar (should be: 1,8-2,5 bar), pmin: is: 1,68 bar (should be: >1,5 bar), safety clamp was checked: pmin: is: 1,87 bar (should be: >1,2 bar), the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,26%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line, 8700036sp, 23k24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: n/a.

Event description:
As reported by the user facility information by bbm sales organization in switzerland: "underinfusion" according to the customer: the infusion pump does not display the actual amount infused and does not report any alarms in this regard. Example today: after theoretically finished infusion time, when patient is normally finished, only a little more than half of the infusion has been infused. Today 300 ml were infused, but the pump showed 480 ml. We had the pump in the technical service before because of this, everything seemed to have gone without a problem with nacl. However, we are dependent on these machines behaving in the same way with other infusion solutions.